Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought the cardiac resynchronization therapy defibrillator (crt-d) was "not right" because their heart rate fluctuated from 120 beats per minute (bpm) to 60 bpm. The crt-d remains in use. No further patient complications have been reported as a result of this event.